Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to olympus, the exact cause of this event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the subject device, the examination lamp of the subject device did not light up. The user replaced the subject device with otv-s190 to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.